Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed the air pump feeding failure. Based on the result, we concluded that it was caused due to the excessive shock applied on the air pump. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air pump failure.